Manufacturer narrative:
The gas delivery system assembly was returned for failure analysis. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The gds assembly was tested, and no failures were identified.

Manufacturer narrative:
The authorized service personnel (asp) evaluated the unit and was not able to duplicate the reported problem. The (asp) replaced the gas delivery system (gds) as a precautionary measure. The unit successfully passed the required performance test and unit was returned to service.

Event description:
The customer reported that the unit keeps alarming that no oxygen is available although it is connected into the wall. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was exchanged with another device. The customer contacted product support and requested for service repair.